Event description:
It was reported that the pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead resulting in a lead safety switch. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).